Manufacturer narrative:
D15 - intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for evaluation, but it has not yet been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or video of the procedure was provided for review. A review of the instrument logs for the fenestrated bipolar forceps (part number 471205-17/lot number k12220117-0349) associated with this event has been performed. Per the review, the fenestrated bipolar forceps instrument was last used for a procedure on (B)(6) 2022 on system sk2810. The alleged instrument had 9 uses remaining after the last procedural use. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument had insulation damage and report is currently ambiguous. The issue can be a conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had an insulation damage. There was no report of patient involvement. The fenestrated bipolar forceps are intended to be used with the da vinci sp system for dissecting, grasping, manipulating, retracting, and coagulating tissues and vessels. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc).

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3 analysis information can be found in fields h6 and h10 d02 - intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the evaluation. Failure analysis (fa) investigations found that the instrument was found to have damage to the conductor wire¿s insulation. Visual inspection found the wire was exposed. The instrument passed electrical continuity test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional and released energy normally. Root cause is attribute to a component failure. Additionally, signs of corrosion were found on the instrument bearings. Grip input disk bearings exhibit orange discoloration. The root cause of this issue was typically attributed to the cleaning/reprocessing techniques.

Event description:
Refer to h10/h11 for follow-up information.